Event description:
It was reported that high lead impedance resulted from a system diagnostic test when the vns patients device was tested at a follow up visit. The device was disabled following the high lead impedance result. It was reported that x-rays were ordered and will be sent to manufacturer for review, however attempts to obtain the x-rays have been unsuccessful to date. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not case or contribute to death or serious injury.